Manufacturer narrative:
H3 other text : remote support from the customer care solution center was received.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips mrx defibrillator indicating that the device does not power on. There was no patient involvement. Remote support from the customer care solution center was received, during which it was determined that this was a malfunction of the battery. The repair for this unit cannot be conducted at this time due to the battery being on back order. The material has already been requested and an order for the battery was placed to conduct the repair of this unit. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The repair for this unit cannot be conducted at this time due to the battery being on back order. The material has already been requested and an order for the battery was placed to conduct the repair of this unit. The material ordered, mrx kit - lithium ion battery, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.